Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter without the distal shaft. Microscopic and tactile inspection revealed numerous kinks in the hypotube. Microscopic examination found no irregularities or defects on the collar/proximal shaft weld. A .057¿ tooling qualified mandrel was inserted through the collar with no resistance. The stent/interventional device used in the procedure was not returned for analysis and due to the condition of the returned device, functional testing could not be carried out. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based new information received on 22apr2016. It was reported that resistance was encountered and catheter kinked occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified circumflex (cx) artery. During procedure, there was difficulty in delivering a stent. Therefore, a 145, 5-in-6 guidezilla guide extension catheter was selected to deliver the stent to a lesion. However, significant resistance was encountered when the guidezilla guide extension catheter was inserted. The physician removed the guidezilla guide extension catheter from the patient's body, hence, it was noted that the connection part was kinked. The procedure was completed with another guidezilla guide extension catheter. No patient complications were reported and the patient's status is good. However, additional information revealed a detached distal shaft.